Event description:
Iol was implanted on 2/2/94, haptic looked strange according to dr, but still used because haptics are folded for insertion. First day post-op lens was displaced with haptic forcing lens out of position. Dr tried to correct with medications without success. On 2/16/94, dr surgically replaced lens with same style iol. On 2/17/94, vision improved, has some pain beyond normally experienced, but overall, seems to be doing well according to dr. Dr said iol implant was defective.